Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed gas leak. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported gas leak alarm. The fse performed calibration, diagnostic tests, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarmed gas leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.